Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2015 with the following findings: there were no unexplained pump reboots observed in the black box. The returned battery cap secured to the pump and was able to maintain electrical connection. The returned battery cap was unscrewed half a turn with no power loss occurring; however, its contact height measured out of specifications. The battery compartment was cracked with no moisture observed inside. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found in the pump or on the power circuit.